Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer blood glucose reading at the time of hospitalization was over 500 mg/dl. Customer stated that she had toxins in her body due to kidney failure. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button response due to corroded keypad traces. No button error alarms noted. Unable to perform functional test including displacement, prime, basic occlusion, occlusion and no delivery tests due to no button response. The insulin pump had a cracked case window display corner, reservoir tube, reservoir tube window, reservoir tube lip and missing end cap sticker.